Manufacturer narrative:
Please refer to the attached report. The subject device borea dr, was implanted on (B)(6) 2023 and connected with 2 leads manufactured by medtronic. No interrogation of the device was performed after the patient¿s death. The analysis of the latest available file dated (B)(6) 2026 didn¿t reveal any anomaly. The device has not been returned for investigation. Review of manufacturing records revealed that the device was manufactured and released according to all applicable procedures. The physician stated the pacemaker is not related to the death of the patient. ¿there is no evidence that the death would be related to the implanted pacemaker or leads, or to the implantation procedure¿. Based on all above information, no malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, investigator reported the death of this patient on the (B)(6). He reported: "patient died outside of this center". Since patient died outside the center, it was not possible to collect information on the reasons of death.